Manufacturer narrative:
Field service report: the field service technician was unable to duplicate the customers compliant. Performed full arrow field service functional checkout; found ac receptacle missing cord retaining clip & one screw. Replaced clip & screw. Unit passed functional checkout. Note: customer ran the pump for 24 hours with no faults. Left screw hole on ac receptacle stripped. A follow-up report will be filed if more info becomes available.

Event description:
It was reported that when the nurse walked into the pt's room, pump was not pumping. The message on the screen stated "switch to operator mode." As a result, the pump was exchanged off pt. Pump was moved to a room & a phone call was made to biomed. The biomed technician found two pumps in the room, neither one was marked as the pump to service. The technician serviced both.